Event description:
It was reported during the implant procedure on (B) (6) 2008 that both the 6947 and 4194 leads had positioning/fixation difficulties. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, a visual inspection showed the defib conductor was distorted and the helix was distorted/bent. Full lead returned and analyzed. No anomalies or visual defects/damage were found.